Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-00089, 2134265-2017-00090, 2134265-2017-00091, 2134265-2017-00093. It was reported that the pouch seals are missing. During unpacking of an imager ii angiographic catheter, the pouch seals were missing. There were no patient involvement.